Manufacturer narrative:
The device is expected to be returned for investigation. It is not yet been rec'd.

Event description:
During power injection of CT contrast media via t-connector #22 into right antecubital space contrast sprayed out of the end of the connector. There was no pt injury. Risk of injury could spray in eyes or not receive enough contrast for exam." Upon further query the following info was provided: the customer contact reported the pt was having a CT scan for a complaint of "abdominal pain." The pressure used during the injection, type of injector, type of contrast media, and specific length of time before the event were unspecified. Reportedly during the scan, "one of the injector port ends blew off." There was no report of contrast coming into contact with the pt or staff. It was unspecified if the CT scan was completed. There were no reported adverse pt effects. Though requested, no additional info was provided.